Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. According to documentation, the patient developed a skin infection approximately seven days after sensor insertion in the upper arm. The insertion site had been prepped with alcohol prior to placement. The patient reported redness and the appearance of a pimple at the needle puncture site. On (B)(6) 2025, concerned about progression to an abscess, the patient consulted with his endocrinologist. Upon examination, the physician diagnosed localized cellulitis (not an abscess) and prescribed oral penicillin (250 mg, once daily). Two days later, on (B)(6) 2025, the patient sought additional care from another physician, who prescribed a different antibiotic regimen: doxycycline (100 mg, twice daily for 14 days). The wound gradually healed without complications, leaving behind a small scar. At the time of the report, the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.